Event description:
It was reported that the patient presented in clinic for follow-up. Upon review, the atrial lead exhibited over-sensed noise. No intervention was performed, and the patient will further be monitored. There were no patient consequences.